Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. Subsequently, this device was explanted and replaced. This crt-p was received for investigation. No additional adverse patient effects were reported.